Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient is experiencing pain and weakness in the left shoulder arm to the elbow and particularly when he coughs, sneezes or turns on his side while in the bed. Follow up information identified a CT scan was taken. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead which resolved the issue.